Event description:
Complainant alleged that during incoming inspection, the associated defibrillator was unable to detect the attached external handles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was not returned to evaluation. However, the external paddles were returned and the reported problem was verified. The report was attributed to the external paddles. The paddles were deemed unrepairable and were scrapped. The customer received a new set of external paddles. Analysis of reports of this type has not identified an increase in trend.